Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Hold for th 4.19it was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a power issue is not charging.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) unit has a power issue is not charging. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,h6(clinical & impact)

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction and isolated the issue to the console. The fse replaced the power slot board to solve all related issues. The alarm daughter board battery was also replaced. The unit passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use.